Manufacturer narrative:
The device was received by baxter, and an evaluation is complete. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. An external inspection was performed with no issues were observed. An internal inspection was performed with magnification and no issues observed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device passed the electrical rite test but failed the functional rite test. The device failed accuracy testing for over delivery. Upon completion of the investigation, the reported problem was verified via the sample analysis and the cause identified to be deteriorated piston foam. The piston foam was scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined that the homechoice device failed fluid volume accuracy testing. There was no patient involvement. No additional information is available.